Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen was unresponsive when attempting to wake the device and only responded while connected to the charger, leading the caregiver to disconnect the pump and administer multiple daily injections to address elevated blood glucose; a video demonstrating the issue was provided. Symptoms included hyperglycemia with a reported blood glucose of 176 mg/dl and fluctuating readings. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of the user-provided information. Investigation of this case revealed a software-related problem associated with the touchscreen component consistent with a key or button unresponsive device behavior. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.